Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent profile problem occurred. The 16mm target lesion was located on the mid left circumflex artery (lcx). Following predilation with a 14mm balloon catheter, a 16 x 2.25 promus premier drug eluting stent was selected for use and advanced to treat the lesion. However, the physician noted that the stent seemed a little longer than indicated in the product label. The physician decided to deploy the stent and completed the procedure. No patient complications were reported and the patient's status was stable. The physician then decided to re-do the measurement post stent deployment and noted that the stent measured 18.75mm (measured inside the two markers).